Event description:
The pt was revised because of suspected infection. During surgery it was noted that the tibial was loose, and metal debris was found in the femoral compartment, suspected that the femoral bolt loosened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.